Event description:
It was reported that the defibrillator had an error. Further information was provided that ¿the readystate indicator will report the red fork. After starting up, the screen will have a fault alarm.¿ there was reportedly no patient involvement.